Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device patient/consumer.

Event description:
It was reported the disposable caused pump to exhibit an alarm with ?no disposable, pump won?t run? Message. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: one sample was returned for investigation. The sample consisted of one cassette product; the sample was received after used conditions, without its original packaging, decontaminated and inside in a plastic bag. The sample was visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. No damage was detected in the sample that could cause the failure mode reported. The sample was connected to a cadd pump to look for unusual functions; no alarms were activated. This testing was repeated a second time; no alarms were activated. Based on the no disposable alarm investigation and root cause conduct through CAPA-000814 the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be duplicated by functional testing; the complaint was not confirmed. No fault was found and as such, no root cause was determined, and no corrective actions taken; however, CAPA-000814 was open to investigate the failure mode reported; CAPA-000814 is currently in solution confirmation and implementation plan phase. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).